Event description:
IT WAS REPORTED THAT AFTER A DA VINCI-ASSISTED SLEEVE GASTRECTOMY SURGICAL PROCEDURE, THE PATIENT WAS RE-HOSPITALIZED ON POST-OPERATIVE DAY (POD) 11 AND ULTIMATELY EXPIRED ON POD 18. THE PATIENT WAS READMITTED ON POD 11 WITH HEMATEMESIS AND SEPSIS WITHOUT SHOCK. THE PATIENT HAD A BMI OF 82 AND WAS INTUBATED FOR AIRWAY PROTECTION. A CT SCAN SHOWED A TINY AMOUNT OF CONTRAST LEAKAGE, BUT IT COULD NOT BE DETERMINED IF THE STAPLE LINE WAS OPEN OR NOT. SOMETIME AFTER THE CT SCAN, THE PATIENT CODED FROM RESPIRATORY FAILURE AND WAS RESUSCITATED. EXPLORATORY SURGERY FOUND A 7CM OPENING AT THE STAPLE LINES. THE SURGEON THOUGHT THAT THE STAPLE LINE WAS NOT OPEN BEFORE THE PATIENT CODED; IT WAS THOUGHT TO BE CAUSED BY, OR BECAME WIDER, DURING THE RESUSCITATIVE EFFORTS. THE SURGEON STATED THAT IF THE PATIENT HAD NOT CODED DUE TO RESPIRATORY FAILURE, THE FINDINGS WOULD HAVE BEEN TREATABLE. THE PATIENT SUFFERED RESPIRATORY FAILURE, CARDIOGENIC SHOCK, RENAL FAILURE, AND AN ANOXIC BRAIN INJURY. THE ULTIMATE CAUSE OF DEATH WAS REPORTED TO BE THE ANOXIC BRAIN INJURY THAT WAS IRREVERSIBLE. DURING THE PROCEDURE, A SUREFORM 60 STAPLER FIRED FOUR BLACK RELOADS WITH BUTTRESS MATERIAL WITHOUT INCIDENT. DURING THE FIFTH BLACK RELOAD FIRE A ¿TISSUE TOO THICK TO CONTINUE¿ MESSAGE APPEARED. THE SURGEON DID NOT THINK THE TISSUE WAS TOO THICK AS THE OTHER FIRINGS WERE UNEVENTFUL. A SIXTH SUREFORM 60 BLACK RELOAD WITHOUT BUTTRESS MATERIAL FIRED SUCCESSFULLY TO FINISH THE STAPLE LINE. AT THE END OF THE PROCEDURE, THE SURGEON INSPECTED THE STOMACH STAPLE LINES VIA ENDOSCOPY AND NO ISSUES WERE FOUND. THE SURGEON STATED THAT THE LEAK WAS LIKELY FROM THE STAPLE LINE THAT HAD THE MISFIRE, BUT THE STAPLE LINES HAD APPEARED IN GOOD CONDITION WHEN INSPECTED DURING THE PROCEDURE; THE LEAK AND THE DEATH ¿ARE TWO SEPARATE ISSUES¿. THE SURGEON ALSO STATED THAT ¿THE STAPLER MISFIRE AND LEAK WERE THE ONLY OBVIOUS ABNORMALITIES AND IT WAS LIKELY RELATED SOMEHOW TO THE PATIENT OUTCOME.¿

Manufacturer narrative:
A REVIEW OF THE SYSTEM LOGS FOUND THAT NO RELEVANT ERRORS OCCURRED DURING THE PROCEDURE. LOG REVIEW OF THE 5 SUBSEQUENT PROCEDURES PERFORMED ON THE SYSTEM FOUND NO ERRORS OCCURRED THAT WOULD HAVE LIKELY CAUSED OR CONTRIBUTED TO THE REPORTED EVENT. THE FOLLOWING CONCOMITANT PRODUCTS WERE USED DURING THIS PROCEDURE: ENDOSCOPE 30 DEGREE PLUS, MONOPOLAR CURVED SCISSORS, CADIERE FORCEPS, FENESTRATED BIPOLAR FORCEPS, VESSEL SEALER EXTEND, SUREFORM 60 STAPLER. A DEVICE HISTORY RECORD (DHR) REVIEW WAS PERFORMED FOR THE DEVICE(S) USED DURING THE PROCEDURE AND NO NON-CONFORMANCE'S WERE IDENTIFIED TO BE RELATED TO THIS EVENT. A REVIEW OF THE ADVANCED STAPLER LOGS SHOWED THAT THE SUREFORM 60 STAPLER WAS USED TO FIRE SIX BLACK RELOADS WITH NO INCOMPLETE CLAMPS OR UNCLAMPS. THE FIFTH BLACK RELOAD FIRE STOPPED AT ABOUT 82%. THE SAME STAPLER INSTRUMENT WAS INSTALLED TO FIRE A SIXTH BLACK RELOAD SUCCESSFULLY. A REVIEW OF THE EVENT PERFORMED BY AN INTUITIVE SURGICAL MEDICAL SAFETY OFFICER (MSO) CONCLUDED THAT THE PATIENT IN THIS REPORT HAD A BARIATRIC SLEEVE GASTRECTOMY PROCEDURE FOR EXTREME MORBID OBESITY AND BMI OF 82. THE INTRAOPERATIVE FINDINGS AT THE TIME OF THE INITIAL PROCEDURE SHOWED NO EVIDENCE OF LEAK. THE PATIENT RETURNED 11 DAYS AFTER SURGERY WITH A SMALL LEAK NOTED ON CT. THE CAUSE AND EXACT LOCATION OF THIS LEAK WAS NOT PROVIDED. THE PATIENT BEGAN HAVING ADDITIONAL COMPLICATIONS INCLUDING RESPIRATORY FAILURE, RENAL FAILURE AND CARDIOGENIC SHOCK. THE PATIENT EVENTUALLY CODED. ON RE-EXPLORATION, THE STAPLE LINE HAD NOW DEHISCED WHICH WAS PRESENT ON THE CONTRAST CT SCAN PREVIOUSLY DONE. THE CAUSE OF THIS DISRUPTION IS UNKNOWN HOWEVER THE SURGEON SPECULATED THIS DISRUPTION MAY HAVE OCCURRED AS A RESULT OF COMPRESSIONS WHEN THE PATIENT CODED. THE PATIENT EVENTUALLY DEVELOPED AN ANOXIC BRAIN INJURY AND DIED. BASED ON THE INFORMATION PROVIDED IN THE SUMMARY OF EVENTS, INSUFFICIENT INFORMATION IS AVAILABLE TO DETERMINE IF ANY INTUITIVE SURGICAL PRODUCTS OR INSTRUMENTS CONTRIBUTED TO THIS EVENT. SECTION A4 PATIENT WEIGHT: THE PATIENT BMI OF 82 KG/M2 WAS PROVIDED.

Event description:
Refer to H11 for Follow-Up information.

Manufacturer narrative:
Section B5: Additional information was received that states, "...an Intuitive Surgical da Vinci SureForm 60 stapler misfired while dividing the cardias, forcing the surgeon to complete that final division with a non-reinforced staple load. The staple line subsequently dehisced causing a gastric leak, intra-abdominal sepsis, cardiac arrest with anoxic brain injury, multi-organ failure, and death." No additional was provided.